Manufacturer narrative:
The returned device was reported for inability to reach the lesion. Visual inspection of the device revealed the catheter had obvious physical damage at the distal tip, it had two pitch points proximal to the distal electrode and foreign matter was observed on the shaft of the electrodes. During the functional testing of the catheter the device met specifications for both directions o the curve but the curve was out of plane.

Event description:
It was reported that a stinger ablation catheter was selected for a supraventricular tachycardia radiofrequency ablation procedure. It was noted during the procedure that the catheter could not reach to the lesion. The catheter was replaced with another stinger catheter. The procedure was completed with no patient complications. Investigation of the returned device revealed the device has foreign matter on the shaft and electrodes.